Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence following prolonged sitting. The physician stated that when the patient sat for extended periods, the fluid did not remain in the cuff, preventing adequate compression of the urethra and resulting in incontinence. A surgical procedure was performed to remove the aus. No further patient complications were reported.